Event description:
The recipient reportedly experienced pain at the implant and in a few instances accompanied by a headache, tension, and tightening in the head, around the implant site, and down through the jaw. The recipient had ceased device use. Device testing revealed results within normal limits. Imaging revealed results within normal limits. The recipient was given pain medication and used over the counter pain medication for three days. The recipient has resumed device use and has been using the device without issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.